Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Based on a review of the pt's medical records, he developed pain following the implant of two bard 3d max mesh. In 2002 an MRI showed him to have a left herniated disk and his md believed this to be the cause of his pain; in 2004 he was referred to neurology. Additionally, the pt reported to davol that he returned to work 2 weeks following his surgery rather than 6 weeks as was ordered by his surgeon. The info in the medical records does not extend beyond 2004. Based on the maude event report, the pt reports that since 2012, he has developed blood in his stool and has an appointment with a specialist. This device was manufactured at cardial bard which is in (B)(4). At this time, we have been unable to retrieve the mfg records; therefore, a device history review has not been completed. At this time, no connection can be made between the reported event and the davol product in question. If additional event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2013-00222 for info related to the other 3d max mesh implanted on (B)(6) 2001.

Event description:
The following was reported via maude event report (B)(4): it is alleged that the patches are causing great pain and bodily damage to the pt's insides, he is sick to his stomach all the time. He has severe pain in his abdomen area left and right sides, pain in his groin area. Pt states pain is chronic. The pt has bowel movements 5-6 times a day. The pt states painful intercourse. The patches have caused internal bleeding, the pt notices large amounts in his stool, this has started in 2012. The pt has an appointment scheduled with a specialist. Pt states he has a letter from his surgeon stating that if he has the patches removed he will die. The following is based on pt medical records: (B)(6) 2001 - pt underwent bilateral inguinal hernia repair with placement of two bard 3dmax mesh. On (B)(6) 2001 - f/u visit, pt reported pain on the right side. Md informed pt this was normal post op pain. On (B)(6) 2001 - pt presents to the ER with complaints of pain. He is prescribed pain medication and instructed to f/u with surgeon. On (B)(6) 2001 - pt presents to ER with complaints of bilateral leg pain. He was instructed to f/u with surgeon. On (B)(6) 2002 - office visit, work up by neurology for leg/groin pain was essentially negative. MRI showed left disk herniation and md notes he believes this is accounting for the pt's symptoms. On (B)(6) 2004 - pt presents to md with complaints of left leg and groin pain. He has referred to neurology.